Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the system displayed an error 32056. The customer contacted the abex clinical sale representative (csr) about the issue and while on the phone with csr, the surgeon decided to convert to laparoscopic surgery. The surgeon informed the csr that it was not clinically possible to continue with the procedure with only 3 arms. The csr then called intuitive surgical inc. (Isi) technical support engineer (tse) on customer behalf to report the event. Tse has reviewed the error logs and identified an error 32056 occurred on universal surgical manipulator (usm) 2 pointing to aca (axes controller, arm). There was no patient harm, adverse outcome, or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed unit came in with a reported problem of 32056 and was confirmed as having occurred in the field and replicated in-house. Unit was tested on an in-house system in normal mode and triggered 32056/48100/1123/1174 errors. Unit also was tested, and the yaw sensor check failed. The yaw sensor will be replaced.